Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, catalog # 3501660, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. The patient woke up and noticed that her right breast prosthesis had deflated. Deflation was later diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 375cc saline breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 10/15/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During evaluation of the device, a crease was noted on posterior aspect. Also, a tear was observed within the crease measuring less than 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).